Event description:
It was reported that during use of a custom tubing pack, air was unexpectedly generated within the cardioplegia delivery line, specifically just distal to the connection point, despite the connection being secure and negative pressure being within safe limits which suggests the air is not being pulled from the solution. The customer is concerned about a possible variation in the manufacturing of this connection point or the biocompatible coating. The device was used to complete the procedure. See attached photos. No patient complications have been reported as a result of this event. Medtronic received additional information that the vent was set to approximately -35 to -40 mmhg, which was not considered excessive. The vent was open to gravity to which the customer was flushing,therefore, there was no active suction. A bubble detector was not positioned distal to the cardioplegia device, between the device and the patient. The purge line was kept closed throughout. Air was successfully cleared and did not return. The bubbles ceased after continuous deairing, requiring approximately one liter of flushing to achieve full clearance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.